Event description:
Reporter alleged obtaining discrepant blood glucose results of 299 mg/dl and 115 mg/dl on the aviva system compared back to back with a result of 99 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.